Event description:
It was reported that the pt underwent surgery on (B)(6) 2012 for a recurrent cholesteatoma. During the surgery the floating mass transducer was inadvertently cut off.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.